Event description:
The user's family noticed a change in hearing with the device around the end of january / beginning of february. Reimplantation surgery is considered, however no date has been set yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's family noticed a change in hearing with the device around the end of january / beginning of february. Reimplantation surgery is considered, however no date has been set yet.

Event description:
The user's family noticed a change in hearing with the device around end of (B)(6) / beginning of (B)(6) 2025. The user is reportedly a hyperactive child and suffered from a trauma. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition damage to the reference electrode caused by excessive mechanical stress was found. The problems given in the recipient report appear to match the damage found. Other mechanical damages are attributable to the removal surgery. This is a final report.